Event description:
The expiration date on the test strip vital was a usable one and different from the mfrs inventory system which indicated the product was expired. It was stated the test strip vial date was 05/31/06 while the mfrs' inventory system date was 05/31/05. No actions taken and no treatment rec'd as a result. A request was made for the return of the suspect device and replacement product was sent.